Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can connection status, add gel / replace belt messages, 204 service code) has been confirmed. Upon investigation the electrode belt latch does not engage and stay secure with the monitor. The trunk cable connector tabs are worn and unable to latch with monitor. The root cause for the damaged belt was unable to be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that a patient was receiving a service code 204, can connection and add gel/replace belt" messages.